Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel. Device evaluation of monitor sn: (B)(4) and electrode belt sn: (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt had biohazard contamination and the monitor had cosmetic damage but this did not preclude the equipment's essential performance. There is no indication that a device malfunction caused or contributed to the reported injuries and fire.

Event description:
A us distributor reported that the patient had been admitted to the hospital for 3rd degree burns. The patient was admitted to the burn unit and had on wound dressings. The patient was reportedly stable. A nurse reported that the patient's story about the fire kept changing. Per the nurse, the patient initially reported that the fire was accidental and later reported that it was intentional. There were no allegations that the lifevest caused or contributed to the fire. The patient's download data does not indicate the delivery of a treatment shock. Reporting event out of an abundance of caution as there is no indication of a treatment shock and the source of the patient's burns is unclear. The equipment was evaluated and found to be fully functional.